Manufacturer narrative:
A recall was performed in 2004 concerning corail amt stems. The references concerned by this recall were the following: (B)(4). The batches concerned by this recall were: all batches less than (B)(4). This recall was performed because the concerning parts were laser etched on the neck and subsequently there were a risk of fracture of the stem. The reference / batch involved in the current complaint ((B)(4)) is part of the batches concerned by the recall. As a consequence, the root cause of the neck fracture is the etching located on the neck. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Corail neck fracture.